Manufacturer narrative:
The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse). It turned out that the speaker was not set as default. The rse guided customers biomed through the process of setting the philips speaker as default and testing the sound. Based on the information available and the testing conducted, the reported issue was caused by a wrong setting. However, it is unknown how the setting was changed, therefore the exact cause of the reported issue is unknown. The reported problem was confirmed. The speaker was set as default. However, the exact cause for the reported issue could not be established. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the patient information center ix had issues with the sound volume. The volume was set to 10, but there was no sound coming from the speakers. The device was in use on a patient. There was no report of patient or user harm.